Event description:
Caller alleged discrepant results with the inratio meter compared to the lab on one pt. Results as follows: date: (B)(6) 2012, inratio inr: 5.3, lab inr: 2.3. Less than (30) minutes between meter test and lab draw. Pt's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation: pt has lupus. Per pi, "lupus or anti-phospholipid antibody syndrome may falsely prolong the inr value." Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 5.3, reference: 2.3, mean: 3.8, confidence limits: (2.2 - 5.3). The mean of the inratio meter and comparative sys inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No product associated with the complaint is expected to be returned. Retain strips testing conducted on lot #257062 on (B)(6) 2012 met accuracy criteria. Test results are as follows: donor #197 = 1.7, 1.8, 1.7 inr; donor #198 = 3.9, 3.9, 3.7 inr. All replicates are within the allowable bias (+ or - 1.0) of reference results for donor 197 (1.63 inr) and donor 198 (3.03 inr). No further investigation will be pursued at this time. Conclusion: analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Root cause could not be determined. No product was expected to be returned, in-house therapeutic sample testing with retain strips met accuracy criteria. (B)(6) discrepant result complaints were reported for lot #257062 yielding a complaint rate of (B)(4). This failure mode will continue to be monitored. No corrective action required at this time as no product deficiency was established.